Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on 07/29/2021.¿test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the displacement test, sleep current test, active current test and self test no blank display or battery lasts less than expected noted. Successfully downloaded history files and traces using thus software. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No alarms or alerts noted during testing. Device was cut open to perform visual inspection and found no moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator. The following were noted during visual inspection: scratched case. In summary, customer alleged blank display not confirmed. Charge/battery lasts less than expected not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that insulin pump had low battery and battery was changed multiple times, but the issue was not resolved. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.